Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from feb to fdt.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. As part of the post market surveillance study process, the olympus endoscopy support specialist (ess) visited the user facility to review the reprocessing technique of the reprocessing technician and observed the technician missed the first step or reprocessing and is not performing proper cleaning to the elevator at the distal end. Technician was not wiping the scope down as the first step of reprocessing. Technician was not brushing correct areas with the channel opening cleaning brush around the elevator and maj-1534 cleaning brush. Technician was not raising and lowering the elevator at the recommended times. Technician was not flushing the correct areas around the elevator with detergent or rinse water. The ess concluded by performing reprocessing in-service and provided recommendations for the user facility to follow the correct reprocessing steps in order according the instruction/reprocessing manual.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. As part of the post market surveillance study process, olympus personnel was dispatched to observe the sampling technique of the scope sampler and the following observations were noted: someone was entering or leaving the sampling room. The exact cause of the reported event could not be conclusively determined at this time, because the investigation of this case is ongoing.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the physical evaluation. The subject scope was sent for destructive sampling. The results of the destructive sampling have not been finalized. The scope was then sent to an independent laboratory for ethylene oxide (eto) sterilization and then returned to the service center for a physical evaluation. A visual inspection was performed on the returned scope and excessive amounts of foreign yellowish substance was observed throughout the inside the instrument channel and suction channel. There was no sign of foreign substance/materials found with the insertion tube, bending section cover, bending section cover glue, light guide lens/glue, and objective lens/glue. A leak test could not be conducted as elevator forceps raiser and distal end cover were disassembled during deconstructive testing. Based on the evaluation, insufficient maintenance cannot be ruled out as a contributing factor of the yellow stains. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly. As a preventive measure, the reprocessing manual provides warning that states, all channels of the endoscope, including the elevator wire channel and all accessories used with the endoscope during the patient procedure, such as all valves, must be cleaned and high-level disinfected or sterilized after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient cleaning and disinfection or sterilization of these components may pose an infection control risk to patients and/or operators.

Manufacturer narrative:
This supplemental report is being submitted to provide the summary of the root cause for the post market surveillance with the referenced tjf study. There were no deviations observed during the environmental investigation and the automated endoscope reprocessing (aer) machine inspection. The user facility used a steris 1e aer to reprocess the subject scope. Based on the investigations, the probable cause of the reported positive scope culture is insufficient reprocessing from improper reprocessing procedure.

Manufacturer narrative:
This supplemental report is being submitted to correct the device product code from feb to fdt.

Manufacturer narrative:
The reported scope was not returned to olympus for evaluation. The cause of the reported event could not be determined, however, olympus will continue to investigate. As part of our investigation in this report, an olympus endoscopy support specialist (ess) was dispatched to the user facility to investigate the user facility¿s reprocessing practices. If additional information becomes or if the device is returned at a later date, this report will be updated and supplemented accordingly.

Event description:
Olympus was informed that during a post market surveillance study the scope cultured (B)(6) for microorganisms, (B)(6), after reprocessing. There were no associated patient infections reported.